Event description:
The article "impact of proportionality of secondary tricuspid regurgitation on outcomes after tricuspid transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective multi center study, to evaluate the impact of the proportionality of tr on outcomes. Devices mentioned include mitraclip, triclip, and non-abbott device. The article concluded that the conceptual framework of proportionality is applicable to tr with eroa/rvedd, defining a higher risk rv-dominant phenotype with a trend towards worse survival after tricuspid transcatheter edge-to-edge repair. [The primary author and corresponding author was giulio russo at cardiology unit, policlinico tor vergata, university of rome, rome, italy with corresponding email giuliorusso.md@gmail.com]. The time frame of the study was not specified. A total of 204 patients were included in this study, of which an unknown amount received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, coronary artery disease, prior pacemaker/implantable cardioverter defibrillator, atrial fibrillation, chronic obstructive pulmonary disease. (B)(4), unk mitraclip peri- and post-procedural outcomes include death, heart failure, prolonged hospitalization. (B)(4), unk triclip peri- and post-procedural outcomes include death, heart failure, prolonged hospitalization.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, coronary artery disease, prior pacemaker/implantable cardioverter defibrillator, atrial fibrillation, chronic obstructive pulmonary disease. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.